Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the shock button of their device was not responding properly and was being difficult to press, when attempted. As a result, defibrillation therapy may not be available, if needed. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
A customer contacted stryker to report that the shock button of their device was not responding properly and was being difficult to press, when attempted. As a result, defibrillation therapy may not be available, if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. After replacing the main keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.